Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Catalog numbers and lot codes of other devices listed in this report: cat # 6260-7-128, lot # unknown, description: 28mm 0mm v40 alumina head; cat # 6565-0-236, lot # unknown, description: alumina v40-femoral head 36mm, +5mm nk. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.

Event description:
It was reported that the pt underwent an unanticipated revision surgery because she was feeling pain.